Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The peritonitis occurred on an unspecified date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and action with pd therapy was not reported. At the time of this report the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up, the nurse reported the cause of peritonitis was due to endotoxins contained in one of the pd solutions used by the patient. As the cause of the peritonitis was associated with a drug product; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A physician reported that the peritonitis was manifested by cloudy peritoneal dialysis effluent. On unreported dates, the patient began treatment for the event with two types of unspecified antibiotics (doses, frequencies, routes, and durations were not reported). The reporter stated that the ¿peritonitis incidences were clear¿ so the treatments with antibiotics were discontinued (no further detail). On an unreported date the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.